Manufacturer narrative:
Concomitant medical product: dtma2d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. It was also reported that the right atrial (ra) lead exhibited high thresholds and there were alerts for high, undefined superior vena cava (svc) defibrillation impedance and high, undefined right ventricular (rv) lead defibrillation impedance. The ra lead remains in use and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.